Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a partial lead measuring 15 cm was returned for analysis. The returned portion of the lead exhibited superficial abrasions. No through abrasions were found. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for device change out due to normal eri. A slight increase in ventricular capture threshold was observed on riata defibrillator lead. At a subsequent follow up, the lead was replaced. Full extraction was attempted but could not be successful so only a portion of the lead was cut off and sent back for analysis.